Manufacturer narrative:
The batteries remain in use with the patient. The serial numbers of the batteries that were in use at the time of the event were not provided and are unknown. The event occurred as a result of the patient traveling without backup battery power sources. Backup batteries and issues associated with traveling while on the lvad system, specifically having backup batteries and the emergency power pack, are addressed in the manufacturer's approved labeling and patient training. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the physician that the patient was out driving without backup batteries. The system controller was alarming in a way that indicated that the "batteries were near end of support time." The police had the patient taken to the ER of a non-implanting hospital. There was discussion with the doctor at the hospital about a possible intervention if the pump were to stop. The patient's family was able to bring backup batteries to the ER before the pump stopped. The patient remains ongoing with no further issues reported.